Manufacturer narrative:
(B)(4). The catalog # and lot # are unknown. Device was not returned to the manufacturer for evaluation. X-ray returned revealed single lateral view of cervical fusion with interbody instrumentation clearly showing the lower screw head is positioned anteriorly to the nitinol retaining ring. This suggests back out of the screw or initial malposition. The screw appears to have a somewhat flat trajectory increasing the likelihood of this malfunction.

Event description:
It was reported that the patient underwent an adcf to implant the interbody device at unknown cervical level. The fixation screw showed backed out beyond the nitinol wire locking mechanism at unknown time post op. The revision surgery was performed to remove the device approximately 4 months post op. The patient underwent a cervical arthroplasty at the revision surgery. No patient complications were reported for and after the revision surgery.